Manufacturer narrative:
(B)(4) ( pseudarthrosis ). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007, the patient presented with pre-op diagnosis of degenerative spondylosis with stenosis , l5-s1. The patient underwent following procedure: posterior interbody fusion; posterolateral fusion; discectomy using peek cages in the interspace at l5-s1 bilaterally . Per op-notes, ¿..the 12x22 mm peek interbody cage was filled with bone morphogenic protein, attached to its handle and carefully mounted into position. Once this had been done bilaterally and both were noted to be at good depth, handles were removed. .. Placement of two 7.s x 3s mm screws in the s1 pedicle bilaterally. Similarly, tapping with a 5.5 tap, followed by placement of a 6.5 x 45 screw in the l5 pedicles bilaterally. Next, a 3 cm x 5 mm rod was placed within the polyaxial at l5-s1 and caps were placed compression between l5 and s1 and the caps were appropriately torqued off. . Decorticate the sacral ala as well as the transverse process of l5, followed by placement of bone morphogenic protein with graft as had been done bilaterally. The wound was then irrigated one last time.. .¿ on (B)(6) 2008, the patient presented with pre-op diagnosis of painful hardware, possible pseudoarthrosis at l5-s1. Post-op diagnosis of confirmation of solid posterolateral fusion , l5-s1 and underwent following procedure: exploration of fusion l5-s1; removal of hardware ,l5-s1. Per op-notes, ¿.. The appropriate nut wrenches were used in order to remove the locking caps. Following this, the rod was then removed, and then the polyaxial head was brought into line, allowing for insertion of the pedicle screw driver and removal of each of the four pedicle screws all the hardware was out, wound was copiously irrigated ..¿